Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (300s mg/dl). The ketone level ranged from small to large. Insulin pens were administered. The healthcare provider thought that the pump was not delivering properly, during a pump system check, the time was found to be off by 3 minutes. The contact corrected the time. No other device issues were identified. The contact acknowledged the pump was operating "normally" and thought that sickness/puberty may have contributed to the reported event.